Manufacturer narrative:
Patient identifying information is not available for reporting. This report is for one (1) unknown aiming arm. Device is an instrument and is not implanted or explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. The 510k # is unknown as no part or lot numbers were provided for the complainant aiming arm. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal humeral internal locking system (philos) drill sleeve only went half-way through the outer sleeve during a humerus fracture operation. The surgeon reportedly finished the drilling anyway. While attempting to insert a locking screw through the outer sleeve, however, the surgeon realized that the screw head interfered with the sleeve hole. The surgeon was eventually able to use force to insert the screw in question through the outer sleeve. However, when the sleeve was then inserted through the philos aiming device, the surgeon realized that the holes of the aiming device were too large. A twenty (20) minute surgical time delay was reported. No patient harm or other outcomes indicated. This report is for one (1) unknown aiming arm. This report is 5 of 5 for (B)(4).